Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
A star ankle poly swap was reported due wear on insert.

Manufacturer narrative:
Correction: device identification (lot #). The reported event could be confirmed. More detailed information about the complaint event such as x-rays, patient data, patient activity levels as well as the implantation and explantation dates must be available in order to determine the root cause of the complaint event. The explanted sliding core was transferred to an external lab. The visual inspection revealed that the sliding core was deformed in that way that the rectangle form was no longer given. The deformation was caused by axial pressure postoperatively. Furthermore one edge of the sliding core was found slightly abraded, making the device improper to stay implanted. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
A star ankle poly swap was reported due wear on insert.